Event description:
It was reported that the reservoir of a small volume folfusor had burst after filling. The device was filled with 100ml of fluorouracil. Subsequently, the fluid leaked out of the housing of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 8, 2015 ¿ january 9, 2015. The device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the exterior surface of the reservoir near the line of rupture. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.